Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 13-oct-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ('allergy to nickel') and genital haemorrhage ('heavy bleeding') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced asthenia ("asthenia"), arthralgia ("arthralgia") and memory impairment ("mnestic disturbances"). On (B)(6) 2009, the patient experienced tinnitus ("tinnitus"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lumbar pain"), headache ("headaches"), fatigue ("fatigue"), depression ("depressive state"), disturbance in attention ("problem of concentration"), anxiety ("anxiety") and stress ("significant stress"). The patient was treated with surgery (total non-conservative hysterectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, asthenia, arthralgia and memory impairment had resolved and the genital haemorrhage, back pain, headache, tinnitus, fatigue, depression, disturbance in attention, anxiety and stress outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, disturbance in attention, fatigue, genital haemorrhage, headache, memory impairment, stress and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ('allergy to nickel') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced asthenia ("asthenia"), arthralgia ("arthralgia") and memory impairment ("mnestic disturbances"). On (B)(6) 2009, the patient experienced tinnitus ("tinnitus"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depressive state"), disturbance in attention ("problem of concentration"), anxiety ("anxiety"), stress ("significant stress"), fatigue ("fatigue"), headache ("headaches") and back pain ("lumbar pain"). The patient was treated with surgery (total non-conservative hysterectomy was performed via laparoscopy). At the time of the report, the allergy to metals, asthenia, arthralgia and memory impairment had resolved and the genital haemorrhage, tinnitus, depression, disturbance in attention, anxiety, stress, fatigue, headache and back pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, disturbance in attention, fatigue, genital haemorrhage, headache, memory impairment, stress and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2020: information from duplicate case (B)(4) has been transferred to this present case, including reporter (physician), date of birth, essure insertion/removal dates, events (allergy to nickel, asthenia, arthralgia, mnestic disturbances. Essure removal method was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.